Event description:
(B)(4). It was reported that following a stenting treatment procedure the patient presented with restenosis. The index procedure treated an unspecified lesion with an unspecified taxus liberte stent. In (B)(6) 2010, with no ischemic symptoms the patient underwent angiography revealing a 90% stenosis in the 3.5mm diameter proximal left anterior descending (lad) artery. The mid lad lesion measured 2.5x23mm with 90% stenosis. Treatment utilized a cutting balloon and placement of a non bsc stent resulting in 0% residual stenosis. The outcome was listed as "resolved" and the patient was discharged the next day. Per the physician, the event was listed as "possibly related" to the study stent. In (B)(6) 2010, no angina was confirmed at the 9 month follow up visit.

Event description:
Same case as MFR report #:2134265-2010-05542. It was further reported that the index procedure treated the 75% stenosed, 3.5x32mm target lesion located from the proximal left anterior descending (lad) artery to the mid lad. Treatment placed overlapping taxus liberte stents (3.50x32mm, 2.50x32mm) and utilized post-dilatation resulting in 0% residual stenosis and timi 3 flow. The patient was discharged the next day without complications on aspirin and clopidogrel. In stent restenosis of a previously placed unspecified stent located in the mid right coronary artery was also revealed. Treatment consisted of angioplasty and placed a non bsc stent.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).